Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 57mm, and a proximal landing zone with a maximum diameter of 27mm. The patient tolerated the procedure and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, the patient underwent follow-up computed tomography angiography (cta) that determined a new dissection in the distal right external iliac artery. Pre-procedure cta determined the patient¿s right common femoral artery diameter measured 7mm and the maximum diameter of the right common iliac artery (rcia) measured 10mm. The intended external iliac artery (eia) vessel diameter for the gore® excluder® aaa iliac extender endoprosthesis (pll161407/(B)(6) implanted in the reia is 22-13.5mm with the intended vessel diameter on the iliac end being 14.5mm. There are no scheduled procedures planned for the patient at this time; the event is ongoing.